Manufacturer narrative:
Batch review performed on (B)(6) 2019: lot 140756: 98 items manufactured and released on 28-apr-2014. Expiration date: 31.03.2019. No anomalies found related to the problem. To date,97 items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medacta medical affairs director: partial hip revision (stem, head and liner) performed 5 years after primary cementless total hip arthroplasty in (B)(6) man. No information concerning patient general health status and activity level is available. In the radiographic image provided, radiolucent lines around the stem and signs of stress shielding are visible. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined.

Event description:
Revision surgery performed 5 years after the primary due to the loosening of the stem. The surgeon revised the stem, liner and ball head.